Event description:
The customer reported that the knife would not retract and the jaws would no longer close. There was no patient injury.

Manufacturer narrative:
Covidien reference #:(B)(4) . Date of initial report: (B)(6) 2010. A visual inspection of the incident sample showed tissue in-between the jaws. The knife was not protruding from the jaws but was trapped within the track. The jaws had to be pried open. The knife webbing was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.